Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. After pre-dilatation was performed with an unspecified balloon device, the 5.5x100mm supera stent self-expanding system (sses) was advanced through an unspecified 6fr 45cm sheath and resistance was noted from the anatomy. Deployment was attempted yet the stent partially deployed. The sess was removed under fluoroscopy without issue. A new supera sses was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty advancing, and partial deployment appears to be related to procedural circumstances. It is likely that anatomical conditions contributed to the reported difficulty advancing. Additionally, it is likely that the distal sheath of the delivery system was bent or compromised while advancing against resistance preventing the ratchet from engaging the stent properly resulting in partial deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.